Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a hcp (healthcare provider) regarding a patient receiving intrathecal lioresal 500 mcg/ml via an implanted pump. The lot number of lioresal was not known to the reporter. The dose of lioresal at the time of the report was minimum rate mode. In (B)(6) 2016, the patient underwent pump/catheter revision surgery. Following surgery, in (B)(6) 2016, the patient gradually developed an infection of the pump pocket (device-related infection). Symptoms of infection included: fever, redness, swelling, drainage. The reporter was unsure if cultures were taken. Regarding actions taken to resolve the infection, IV (intravenous) antibiotics were given. The plan was to explant the pump system; the patient had been weaned from itb (intrathecal baclofen) therapy as of the date of this report. The pump alarm was heard and was confirmed via pump telemetry. The critical pump alarm was due to empty pump. The empty pump reservoir alarm occurred; the hcp was aware this was going to occur. The patient's infection of the pump pocket prevented pump refill and the plan was to surgically explant the pump. The hcp elected to update the reservoir volume in order to silence the alarm. Additional information was received from a healthcare provider (hcp) via a company representative. A pump explant was scheduled for (B)(6) 2016. The issue was not resolved. Patient status was alive; no injury. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.